Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the velcro closure on the pump t:flip is no longer working. Reportedly, the pump fell and the infusion set cannula was pulled out from the infusion site. Customer inserted a new site and resumed insulin deliveries successfully. Customer reported that blood glucose was 123 mg/dl.